Manufacturer narrative:
The investigation is ongoing, and the results will be reported when available. The manufacturing number is (B)(4).

Event description:
The patient underwent a tension-free vaginal tape (tvt) implant on (B)(6) 2016. Following the procedure, the patient developed several complications, including urethral mesh erosion, a large calcified stone inside the bladder attached to the tvt mesh, and mesh erosion into the bladder at the level of the urethra. The patient also experienced mesh protrusion and chronic, severe pelvic pain. On (B)(6) 2023, the patient underwent surgery to remove the mesh.